Event description:
It has been reported to philips that all of the monitors, including the data monitor, were turned on but completely black. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was in clinical use and the customer was performing diagnosis which was aborted and completed by restarting the system. Review of the logfiles showed ¿malfunctioning flexvision pc". It was reported that all of the monitors, including the data monitor, were turned on but completely black. Upon troubleshooting, philips field engineer (fse) visited onsite and confirmed that the issue was caused by a failure of the internal power supply of the host pc (main computer). The defective host pc was returned to analysis and confirmed that the failed component was psu. Fse replaced the host pc and restored the system. After the replacement of host pc, the system was returned to use in good working. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If all of the monitors, including the data monitor, were turned on but completely black issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A boot up issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.